Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod arrived full deployed with the slide insert visible in the top housing window. Corrosion was observed on the middle battery and surrounding chassis. Damage was visible on the pcb board. Analysis of the fluid path revealed both an internal and external leak on the soft cannula. Download data was not available due to the internal damage on the pod. The cause of the communication error during use could not be determined as a result. The type and cause of the reported alarm could not be identified due to data loss caused by the internal damage. Internal and external tears resulted in two fluid leaks along the length of the soft cannula. The exact timing and cause of the external tear could not be determined.